Manufacturer narrative:
Batch review performed on 28-oct-2024. Lot 2119156: (B)(4) items manufactured and released on 03-march-2022. Expiration date: 2027-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 years and 1 month after primary, the patient came in reporting tightness and the cause is unknown. The surgeon downsized the insert (from 11 to 10mm) and the surgery was completed successfully.